Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 which was inadvertently checked; reporters title is not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely water invaded the scope connector while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to temporary occurrence of the error message e315. As a result, the procedure was delayed. The user may detect the suggested event by handling the device in accordance with the following instructions for use: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The reported event indicates there were no signs of patient harm or impact due to the device failure and the procedure was completed as planned despite the delay. Additionally, the device evaluation found a b30 communication error, signs of wear on the adhesive on the protective coating of the bending portion of the device, cracks on the light guide lens, the bending angulations were out of specification, signs of water invasion were on the plug unit, abnormal sounds from the body control unit during angulation, and leaking from the body control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was producing an e315 communication error which prevented the device from being used. The issue was found during a diagnostic colonoscopy which was delayed for 30 minutes while the device was replaced. There were no reports of patient harm.